Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the bleeding identified? Through exploratory lap. Please provide a timeline of events. Date of surgery unknown, exploratory lap following morning. What stapler was used? Plee60a. What was the approximate blood loss? No blood transfusion needed, blood loss at this time UK. Was the bleeding intraluminal or intra-abdominal? Intra abdominal.

Event description:
It was reported that post op to a gastric bypass the surgeon claims patient bleeding in jejunum. He took patient back to over sew with suture. No blood transfusion was required. Patient was released.